Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging "error 1" . This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.